Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the pump black box contained no data from the time of the event due to continued patient use of the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2013 reporting three events of blood glucose levels up to hi on the meter with symptoms of vomiting, tight feeling in muscles and diarrhea since starting on the insulin pump. The patient reported being in diabetic ketoacidosis during these events but when asked if this was a diagnosis from a health care professional, the patient indicated ¿I know when I am in dka¿. The patient indicated that one of the occasions, the cannula was removed and was found to be bent but the blood glucose levels were reportedly continuing even with no bent cannula. The patient indicated that settings were still actively being adjusted with the pump trainer and the patient had only been on the pump for about 2 weeks. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.